Manufacturer narrative:
The investigation confirmed that a single discordant vitros (B)(4) result was obtained from a patient sample. The investigation was unable to determine an assignable cause from the information provided. A definitive root cause for the event could not be determined.

Event description:
The customer observed a single discordant vitros (B)(4) result from a patient sample processed on a vitros 5600 system. The sample was considered to be (B)(6). The discordant vitros (B)(6) result was not reported from the laboratory. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation patient harm. (B)(4).